Event description:
Med tech replaced new gas springs on axsym. Customer did not read "caution" section of replacement instructions before beginning replacement of gas springs. No one was holding lid when one spring was removed and lid fell on customers head. Customer is not injured.